Event description:
The nurse in the ER reported that the patient came in and pump was alarming no disposable. She has the pump with her and it is not attached to patient. She states she had chemo nurses come down to ER and they tried to reset pump, they removed the cassette and batteries and when powered back on it kept alarming. Pump is off now with batteries out. Removed cassette, no air bubbles in the line, had her press release and gently tap cassette. Replaced cassette and replaced batteries. Pump powered on- pump continued to alarm. Patient not affected. Rate-2ml/hr, resvol- 71.1ml, given- 20.95ml